Event description:
Related manufacturer reference number 3006705815-2023-01394. It was reported that after a completed scs trial, patient experienced infection at the trial lead site. The site was contaminated with kitty litter and other materials. Patient was hospitalized and developed a hematoma while in the hospital. Patient underwent decompressive laminectomy to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
A patient had an infection was reported to abbott. It was determined that after a completed scs trial, the patient experienced infection at the trial lead site. The site was contaminated with kitty litter and other materials. The patient was hospitalized and developed a hematoma while in the hospital. The patient underwent decompressive laminectomy to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.